Event description:
It was reported that the device was explanted. After implantation, it became clear that complete valve replacement was necessary. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.